Event description:
Customer alleges that aa01 has ignited during use when cauterizing "folds" which then caught on fire causing danger to staff and patient. Patient received minor burns to face.

Manufacturer narrative:
Complaint event occurred on (B)(6) 20221. End customer did not notify distributor till a later date. Distributor made symmetry aware of event on (B)(6) 2022. Customer supplied the following information about the complaint: plastic surgeon was completing removal of a mole on the facial area. Aa01 cautery was used to stop the bleeding. User ignited some basic gauze while cauterizing the blood vessels where the mole was removed. Patient received burns to the forehead, round in shape about 1 cm. No serious injury, life threatening event, hospitalization, or death occurred. However, it is not known if a scar will result due to the burn. Device was only active for a few seconds. It was not active more than active, stated by the customer. No true cycles of activation were given. Product was inspected briefly prior to use, but not documented. Product lot number remains unknown. Product was destroyed after use, therefore pictures or return is not possible. Root cause is believed to be accidental user error in operating the cautery to close to flammable materials. According to the IFU, mc-23009 revision 8, "do not use in the presence of flammable gases/materials or in oxygen rich environments. Fire could result. Cautery produces heat in excess of 1000 degrees f, which can cause burns or fire from misuse. Accidental exposure to cautery tip may lead to inadvertent burns to patient or user." There has been a total of (B)(4) sold since 2016 with 4 complaints received for similar occurrences. ((B)(4) complaint rate) based on the above information, this report can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or the need for corrective actions, a follow up report will be submitted.